Event description:
It was reported the device is not sensing and not pacing on the atrial channel. It was also reported the atrial connector is broken. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing. However it was noted that the lower case and the battery drawer were broken, the battery release was not seated properly and was contaminated, the side bail covers and side bails were missing, the lead flex cover was corroded, the battery contacts were contaminated, the keyboard was contaminated and the display lens was scratched. (B)(4).